Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirms hyperglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. Device data also shows a body weight entered on 7/30/2024 at the start of the ilet was entered as 113lb. A factory reset was performed on 10/25/2024 at 3:45pm and body weight change was entered as 49lb on 10/25/2024 at 4:58pm. On 10/25/2024 at 4:50pm there was a cartridge and infusion set change logged. On 10/26/2024 there were two cartridge and infusion set changes logged at 9:38am and 2:34pm. The last cartridge and infusion set change logged prior to 10/25/2024 is on 10/15/2024 at 12:49pm, 10 days prior. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hyperglycemic event was likely cause by failure to follow the ketone action plan and resort to an alternate therapy method in the setting of prolonged hyperglycemia. Bionic reports show no insulin delivery for 9 days prior to the factory reset on 10/25/2024 indicating they were not using the ilet. Prolonged periods of no cgm data also noted with failure to enter bg values to maintain bg run mode. Maladaptive behavior of the algorithm due to a factory reset and weight entry significantly lower than the weight entered at the start of the ilet (113lb down to 49lb) two days prior to the hospitalization potentially causing insufficient weight-based insulin delivery and device alerts not marked as acknowledged likely contributed to the severity of this event.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 24 an ilet user's mother reported the user experienced a high blood glucose (bg) event resulting in hospitalization. The event occurred on (B)(6) 24. The mother reported on (B)(6) 24, the user's bg levels began to climb, unresponsive to ilet dosing. By the afternoon of 10/27/24, with readings still showing "high" (>400 mg/dl) the user's mother took them to the ER. Treatment in the ER included IV fluids and insulin, and the user was discharged the same day. There were no ketones or diabetic ketoacidosis (dka) reported. The user has not resumed the ilet system yet, as the user's mother has requested a clinical inspection to verify if the issue originated from the infusion set or other peripherals rather than the pump itself.